Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the criteria for the right ventricular lead integrity alert were met, and oversensing due to non-physiologic signals/sic (sensing integrity counter). Two non-sustained tachycardia (nst) episodes with ventricle-ventricle intervals less than 220 milliseconds on (B)(4) 2016. Fifty-three ventricle-sensing integrity counter (sic) on (B)(4) 2016. Lead failure predictor triggered on (B)(4) 2016 for ventricle-sic and (nst). T-wave oversensing identified in episodes (37 - 42) from (B)(4) 2016.

Event description:
It was reported that a lead integrity alert (lia) triggered due to elevated sensing integrity counter (sic) and non-sustained tachycardia. In addition, t-wave oversensing (twos) was exhibited with the right ventricular (rv) lead. Reprogramming was performed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.